Event description:
Reported by the complainant as follows: 2008: pt was in ICU for rectal bleed, passed a large clot rectally. She had active bleeding with a hgb of 49. She was on a heparin infusion. Gi consult done but no scope done at this time. The next day: fms was inserted even though contraindicated. Heparin infusion stopped. Client had a cardiac arrest. D-t/ hypovalemic shock/dehydration/sepsis. The following day: heparin restarted. From the next day for a week: no further rectal bleeding noted. On the seventh day: scope done. Rectal scarring was noted. Ogd duodenal denudation - not source of bleeding. Fms removed at this time and the balloon was at the mouth of the anus. C-scope rectal ulcer. Trauma from rectal tube noted (fms). Five days later: second scope done. Gi concluded that rectal bleeding was from a rectal ulcer, whether from rectal tube (fms) or previous constipation unknown. Two small 4-5 cm polyps noted and a 2-3 cm ulcer. No diverticulitis. Two days later: no further bleeding. Pt discharged home around christmas and everything was fine. The nurse does not think that the fms is the cause of the bleeding but thought it should be noted.